Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive and single board computer assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a software problem. Additional information was received from the field service engineer confirming that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system not restarting software, shows error when starting application. The fse determined the cause of the problem to be the cpu and system hard drive. Fse replaced the cpu and system drive to resolve the issue. The fse verified system functionality. Based on age of the system, manufactured in 2004, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.